Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of change of color is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the body of the upper and lower lip. Immediately, there was a noted change of color but the patient did not feel pain. The healthcare professional was concerned with the change of color so the patient was treated with hylase. Patient felt high pain with the hylase treatment and requested treatment to stop as they had felt fine. Patient refused further treatment and was hysterical. Patient returned the next day and was again treated with hylase with 90% improvement. Symptoms resolved 2 days later.